Event description:
In 2007, it was reported to boston scientific corporation that a patient (age and gender unknown) underwent a hemostatic clipping procedure during which a resolution hemostatic clipping device was utilized. Upon attempt to deploy the clip, it "fragmented into multiple pieces when applied to mucosa inside the patient". It was further reported that the physician retrieved some of the pieces and elected to leave the remaining "to pass naturally." The physician successfully completed the procedure with another of the same device without injury to the patient.

Manufacturer narrative:
An evaluation has not been performed since the device has not been returned to the manufacturer; therefore, a failure analysis is not available and we were not able to determine the relationship between this device and the cause for the event. A similar complain review was conducted for the reported lot, 0ml6060808; no other complains have been recorded. The april 2007 rolling 15-month trend chart for the hemostasis clipping product family was reviewed; no unfavorable trend was noted and no data point met or exceeded its complaint alert limit.